Manufacturer narrative:
Product complaint # (B)(4). Examination of the returned liner and cup finds evidence to support a device fracture from disassociation of the liner from the cup while implanted. Error in material or manufacture was not identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that implants were received with an allegation of disassociation of the liner from the cup. Doi: unknown. Dor: unknown; unknown affected side.